Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was implanted in the esophagus to treat a neoplasm during a stent placement procedure performed on (B)(6) 2024. On (B)(6) 2024, post-stent placement, the patient presented with swallowing problems. An endoscopy was done, and it was confirmed that the stent was obstructed with soft substances (food). Upon pushing the obstruction, it was noted that the distal wires of the stent were deformed, causing the obstruction. The patient was kept under observation, and another ultraflex esophageal stent will likely be placed stent-in-stent. The patient's condition was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf patient code e1009 captures the reportable event of dysphagia. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code a0406 captures the unexpected endoscopic procedure.